Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "malfunction". This record is for an unknown side. It is unknown if the device was implanted and it was discarded. Healthcare professional later reported "rupture". This record is for the right side and it was replaced,